Manufacturer narrative:
Should we receive the complaint device and/or additional relevant information, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) precautions: avoid contact of the product with glove talc, lint, particulate matter, soaps, oils, detergents or other surface contaminants. Caution should be used to avoid contamination of the mammosite ml device. (B)(4).

Event description:
A mammosite ml radiation therapy system was placed on (B)(6) 2010. After its removal on (B)(6) 2010, the patient developed "cellulitis and/or a skin infection". The infection was treated "with an incision and drainage of the breast abscess". We have been unable to obtain additional information surrounding this event.